Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a loss of therapy and then went into drug withdrawal. The pump was functioning within normal parameters and it was suspected that the ¿lead¿ was kinked or blocked. A dye study was not performed, but the surgeon opted for a catheter replacement. The computerized tomography (CT) scan noted the ¿lead¿ was in the wrong position. Reportedly, the ¿lead¿ was implanted in 2011 with no fluoroscopy confirmation. The patient did have therapeutic relief on 11 milligrams of morphine per day prior to event. The catheter was cut in half at explant and the reason for the removal was reported as an occlusion. The explanted portion was being returned. No patient injury was reported and it was unknown if this was device related. The patient¿s status was reported as fully recovered. This device system delivered morphine. Additional information was requested to verify event details and confirmation of the explant date as (B)(6) were both reported. It was further clarified that ¿(B)(6) was entered by mistake it has no relevance to this document (typo error ).¿ the ¿lead¿ was in the wrong position was verified to mean that the catheter appeared to be implanted in the wrong area. The spinal catheter and short pump segment were removed completely and replaced. There were no old catheter segments left in patient. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed dark foreign material seen in the most proximal of the dispensing holes of segment 2. When initially tested for patency, an occlusion was seen but easily broken loose. After decontamination, the dark foreign material was no longer in the dispensing holes but the catheter was still discolored. In this area. In conclusion, the catheter body had dark residue occlusion in the dispensing holes.